Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient suffers from severe pain and bone hypertrophy at the tip of his hip prosthesis, as well as pain and injuries. There is no mention of revision surgery.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Previous examination of the returned devices finds evidence on the outer dome of the liner that a proud screw head was present in the implanted acetabular cup. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient suffers from severe pain and bone hypertrophy at the tip of his hip prosthesis, as well as pain and injuries. There is no mention of revision surgery. Update: 11/15/2012 medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2009 - dor: unk (left side). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear metallosis and elevated metal ions. Added law firm, updated patient harms, manufactured & expiration date of ips. Stem was added due to alleged elevated metal ions. Doi: (B)(6)2009 - dor: none reported (left hip)